Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber used in a ureteroscopy with lithotripsy procedure performed on (B)(6) 2019. Reportedly, the laser unit used was a 100 watt laser console. According to the complainant, during the procedure, the laser fiber snapped in half while they were advancing through the scope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's condition was fine after the procedure.